Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that he was currently hospitalized for elevated blood glucose (bg). The patient reported high bg of 400 mg/dl on the morning of (B)(6) 2013. The patient treated the high bg by not eating, adding 1 unit of insulin and checking bg every 15 minutes. The patient reported the bg came down, but then rose again to 400 mg/dl. The patient reported changing the infusion site at 12:42 pm and did not notice if the cannula was bent when removed. Review of the pump by customer support revealed the pump was primed adequately, but the cannula fill amount was 0.0 units. The patient then gave a 1.0 unit bolus, 0.5 units of which went to fill the cannula leaving only 0.5 units of the intended 1.0 unit delivered to the patient. The patient reported his bg was 517 mg/dl with symptoms of severe panic, fruity breath, nausea and vomiting and severe thirst when he presented to the hospital on (B)(6) 2013. The patient reported his hospital course consisted of IV insulin and overnight stay. The patient reported that blood testing was performed for infection although the patient was reportedly afebrile. The patient was resumed on insulin pump therapy the morning of the call on (B)(6) 2013 with a bg of 109 mg/dl. However, the prime history showed only 3 units used for the prime although the patient reported seeing drops coming out of the end of the brand new tubing set. The patient reported that he had breakfast, then bolused with 4 units, and his bg elevated. The patient changed the infusion site again and noted the cannula was bent. The new set that was inserted was primed properly and had the correct cannula fill amount and the bg was reported to be 109 mg/dl. The patient had lunch consisting of 42 grams of carbohydrates and the pump advised giving 10.45 units of insulin. The patient stated he has lost confidence in the pump and discontinued insulin pump therapy and began on an alternate method of insulin delivery. Review of the patient¿s insertion technique revealed the patient may have used improper technique when preparing the tubing for insertion. The patient was advised that the small prime volume could also cause bg elevation because the bolus he intended to deliver to himself was actually being used to fill the infusion set tubing and never made it into the patient¿s body. This complaint is being reported because the patient experienced elevated bg with hospitalization while on insulin pump therapy with the allegation of inaccurate delivery by the pump and evidence of use error by the patient.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: dates in total daily dose history are incongruent. Changing from 6/5/13 to 1/1/07 to 6/4/13. Black box shows time and date resetting to default following a por at 8:21am 9/16/12; the time was then manually set to 8:26am 9/17/13. Daily insulin delivery totals appear inconsistent due to time and date issue. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The battery was removed. Pump left without power for 15 minutes; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.